Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician noted an increase in resistance when advancing the guidewire through the lumen of the lead. A new lead was used. No patient complications have been reported as a result of this event.